Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error. Analysis was able to determine that the display wire was pinched with wire insulation exposed. It was noted that the hanger assembly and lower case were broken and the keypad was scratched. It was further noted that the encoder assembly, one knob and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was received into service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.